Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j sales representative. Investigation summary-both a photo and the complaint device were received for evaluation. Visual analysis of the photo revealed the anchor in used condition, the anchor and sutures were shown together, the anchor remained inserted on the shaft, however it was not possible to verify if the anchor was stuck on the shaft. The customer did not provide further images. The complaint device was received and evaluated. Upon visual inspection, the device, it came in used condition as expected. The shaft was not bent. The sutures were entangled over the anchor, on magnification, it was observed that the sutures were forcing the anchor to remain inserted. The anchor was cracked on both ends due to the force of the sutures. Biological matter could be observed inside the anchor and all over the sutures. A manufacturing record evaluation was performed for the finished device 108l615 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause for the for the issue reported can be attributed to the entanglement of the sutures while it was inserted into bone, the entanglement created a stress point between the anchor and the inserter in such way that the anchor was not able to be separated from the inserter, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in china that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the anchor and shaft on the 4.75mm healix advance knotless br anchor device would not detach. During in-house engineering evaluation, it was determined that the anchor was cracked on both ends due to the force of the sutures and biological matter were observed inside the anchor and all over the sutures. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.